Event description:
The manufacturer received information alleging a ventilator was not generating pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the blower air path was blocked with dirt and dust. The device's blower air path was cleaned to address the issue.